Manufacturer narrative:
The pod was received with evidence of blood on the adhesive pad and in the exposed portion of the soft cannula. Inspection of the soft cannula, formed needle, and bottom housing found no damages or deficiencies that would cause the reported bleeding/bruising or swelling. The cause of these reported events cannot be determined. The pod was received with the cannula assembly fully deployed. Inspection of the exposed portion of the soft cannula found a small kink. Fluid path testing showed that this kink did not interfere with fluid flow along the fluid path. No blood or other residue was observed around this kink. It cannot be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 341 mg/dl. The patient reported bleeding and swelling at the infusion site (hip/buttocks) while wearing the pod for between 5 and 24 hours. As treatment, a new pod was applied and a bolus was delivered.